Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the guidewire became stuck. The device was not replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no abnormalities. A guidewire was taken and successfully inserted through the catheter. The device passed all test performed, showing no evidence of the reported failure. The reported event was not confirmed via analysis.

Event description:
It was reported that for a procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the guidewire became stuck. The device was not replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received for analysis